Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was calibrated as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on november 2, 1998. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A doctor reported the laser beam was unable to be emitted prior to surgery. There was no patient involvement. The system was rebooted and the surgery was performed without further incidence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).